Event description:
It was reported that as the pump reservoir ¿reaches a certain low state¿I have gotten very, very sick ¿ through withdrawals for morphine¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unk.

Event description:
It was initially reported that patient experienced underdose symptoms around the time of refill; patient gets "sick" if he doesn't go in a week before his refill date. It was added that his dose per day was decreased by 40% in the past year and patient was considering no longer being on the pump because he doesn't want to be "addicted" to the medication. An alarm was heard, telemetry was not performed; patient heard alarm every 10 seconds on the night of (B)(6) 2012 and none the next day. Drug delivered via the device was infumorph. As of the date of this report it was stated that patient continued to have problems with the system. Earlier this week patient heard an alarm every 5 seconds and went on for approximately 1.5 hours; intermittent alarms following excessive activity. Per the healthcare provider (hcp) the pump was showing signs of reaching its end of life. Patient was seen by the hcp on (B)(6) 2012. It was further added that patient got very sick twice due to the pump not being accurate when it gets low; patient gets a different dosage during the day and night. In the past six months the hcp had indicated to the patient that the pump had become very inaccurate. Hcp could not pull alarm information from the pump. Additional information received later from the hcp indicated that the event was due to low battery-normal battery depletion. The pump replacement was scheduled on (B)(6) 2012. Patient symptoms included breakthrough pain, non-serious injury/illness. Drugs delivered via the device were noted as morphine and bupivacaine.